Event description:
I am an ent head and neck surgeon practicing in (B) (6). I was performing an endoscopic repair of the laryngo-tracheocomplex that included balloon dilators and steroid injections. This pt has wegeners granulomatosis and is post a left pneumonectomy. She had progressive shortness of breath secondary to her subglottic and tracheal stenosis often associated with wegeners. The surgery is typically done vender jet ventilation and/or intermittent intubation. Additionally, we used jackson brand dilators made by I believe pilling. As the case was nearing completion, I placed a #38 french dilator into the larynx/trachea in a standard fashion. Upon withdrawing it, the metal wire attached to the dilator -38 circumference and about 4 inches long-broke leaving the distal end inside the trachea. This was essentially a large foreign body blocking the trachea in some one asleep and paralyzed. There was no easy retrieval mechanism on the dilator. After about 2 minutes as she began to desaturate, I placed a #14 needle into the trachea to facilitate oxygenation which was successful. She quickly returned to 100% saturation from a low of 88%. As we now had some control of the airway, my colleague, a chest surgeon who helped in this case removed the foreign body with a snare after about 15 minutes. Postoperatively, she did well breathing massively better than preop. She did develop subcutaneous emphysema around the needle site. Her solitary lung stayed up and she was observed overnight in the sicu and discharged the next morning. The pt was readmitted about 36 hours later with more sub-q emphysema after a coughing fit and a penrose drain was placed to help allow air escape. The pt and her husband were immediately informed of the equipment failure and operative events. Fortunately, she is now doing terrific and breathing wonderfully and is grateful to the surgical staff. The MFR was notified of the breakdown and event. They reported to our operating room director that these dilators had a 3 year shelf life- we were not previously aware-. At the time of the equipment breakdown, the set had been in use for 2 years and 11 1/2 months. Dates of use: (B) (6) 2007 - (B) (6) 2010. Diagnosis: subglottic and tracheal stenosis.